Manufacturer narrative:
(B)(4): the customer reported that the device failed the opcheck for the charge button and therapy knob button. This was in testing only. Philips fse evaluated the device and could not reproduce the reported symptom. We cannot determine the cause because the symptom could not be duplicated. As of (B)(4) 2010, there have been no further reports of this issue with this device from this customer.

Event description:
The customer reported that the device failed the opcheck for the charge button and therapy knob button. This was in testing only.